Manufacturer narrative:
Pending investigation. Concomitant medical devices: 130-32-51 - nv gxl liner neutral, 32mm ID group 1 cups 3575004, 148-32-93 - 12/14 zirconia head 32mm -3.5mm neck 2178956, 164-11-08 - novation element ro s/o sz 8 2529528, 180-65-30 - alteon 6.5mm screw, 30mm 3733277, 186-01-48 - integrip cc, cluster 48mm, g1 3807590. (B)(4).

Event description:
As reported, the patient had an initial tha on (B)(6) 2015. The patient was revised due to the recall. Liner swap. No other patient information/medical history reported.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision has been reported to be due to the device recall; no other reason reported.